Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately six and a half months after the implantation, the patient developed elevated vad power consumption and flow estimations. An echocardiogram revealed no evidence of left ventricular thrombus. The patient was treated with heparin and tpa with normalization of the vad parameters. After this treatment, the patient is reported to have developed symptoms of a cerebral hemorrhage. These symptoms included a severe headache, vomiting and hemiparesis. The patient's anticoagulant therapy was discontinued. The patient was then treated with a transfusion of fresh frozen plasma, a drug-induced coma and a neurosurgical procedure was performed. After these measures, the patient was noted to have good motor function and was stable. Investigation is ongoing.

Manufacturer narrative:
Additional information received during the investigation, revealed that post the neurological procedure the patient's inr was 2.1. The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that b)(4) met all requirements for release. Review of the controller log files revealed increase in power consumption, as well as "high watts" and alarms that correlate with the reported event. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is one of three reports (3007042319-2013-00077, 3007042319-2014-00082 and 3007042319-2014-00098 ) submitted for a device related to the same patient.